Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a decrease in r-waves and an increase in ventricular thresholds. When the lead tested normal via an analyzer, the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received